Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was due to station will not power on. A field service engineer replaced the 5.1 drawer controller. The system functioned as intended after the field service engineer troubleshooted the device .

Event description:
It was reported by the customer that a pyxis medstation es system will not power on. The customer reported that this malfunction has hindered the timely dispensing of medication. There were no adverse events or injuries reported based on this incident.